Manufacturer narrative:
H2) additional information was received and added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the manufacturer representative was told that the media io 3.17 came by default with cranial 3.x, and it¿s a known issue. This media io version causes some problems (an error message while transferring imaging system images to the navigation system). But, in this case, not only that error message appeared, but after 3 scanners, they also had issues trying to push the forth scanner manually to the navigation system, actually they told us they couldn¿t do it at all. The issue has not been resolved because it is not known if they came across again with the same circumstance.

Manufacturer narrative:
H3) a software analysis was initiated. However, it was found there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that there were some problems transferring the imaging system scan to the navigation system. They had to perform several scanners due to the procedure having multiple levels. The first 3 scanners passed to the navigation system, some of them having to be pushed manually from the imaging system to the navigation system. An error of the issue transferring appeared. The fourth one, didn't passed not automatically, not even pushing it manually to the navigation system. Troubleshooting was performed and the site rebooted the application synergy spine but with the issue did not resolve. Fortunately, this fourth scanner wasn't needed as it was the control one and they didn't have to re-navigate anything. The probable cause of the reported issue was thought to be because the navigation system had been updated to a new software and the media I/o was updated. There is this known error when transferring images from the imaging system. The next step was to wait for a media I/o upgrade to solve this issue. There was no delay to the procedure. No impact on patient outcome.